Event description:
It was reported that the patient experienced the following heart failure symptoms, shortness of breath and volume overload, and presented in clinic for follow up. Upon device interrogation, it was discovered that the implantable cardioverter defibrillator was in backup vvi operations. A device download was performed successfully. The patient would be continued to be monitored.